Manufacturer narrative:
Additional information received stating that the blades were broken while removing from the handpiece and no fragments came into the contact of patient and making the event not reportable. Above information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that the blades were broken while removing from the handpiece and no fragments came into the contact of patient.

Manufacturer narrative:
H6: ffd codes of a0406 and a0508 were not submitted in earlier report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: visually, there was no significant damage to the packaging carton. When returned, the packaging carton contained device only. The device was in a broken condition when returned. The middle tube spiral wrap was broken and detached from the device. The inner blade spiral wrap was exposed, bent, and stretched out. There was no damage noted on the outer tube, outer, middle, or inner hubs. There was also no damage noted on the teeth (both inner blade and middle tube). There were no traces of contamination found on the returned device. Functionally, the inner assembly spun freely by hand. The further functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during standard endoscopic sinus surgery, the blade sounded weird and the teeth were not lining up to the instrument, possibly bent. Product could not function properly. The 1st sounded weird, and the teeth were not lining up to the instrument like it was bent and the second one would not rotate. The procedure was extended by 10 minutes and completed using backup product. There was no patient injury. Analysis of the products confirmed that the blades were broken and detached when received.